Event description:
The report received from the affiliate indicated that the patient had three unknown cypher stents implanted during the index procedure in the proximal to distal right coronary artery (rca) target lesion. The rca lesion was a chronic total occlusion (cto). No additional information is available. Two days after the index procedure, a percutaneous coronary intervention (pci) was performed and two additional cypher stents were implanted in the proximal/mid left anterior descending (lad) target lesions for a total of five (unknown) cypher stents. No additional information is available. Approximately sixty-two and one-half months after the index procedure, the patient had an additional re-pci and a nobori 2.75 x 18 mm drug-eluting stent was implanted in the left main coronary artery. No additional information was available. Four days after the last re-pci, the patient experienced hypotension and expired due to cardiac arrest. The patient was infected with (B)(6). No ischemic ECG changes or elevated cardiac enzymes were noted during the hospitalization. An autopsy was performed and no thrombus was observed. The physician commented that the event was not related to the nobori stent.

Manufacturer narrative:
Amended cc to include stent fracture. An (B)(6) female with unknown medical history experienced cardiac arrest and deceased approximately six years post implantation of five cypher stents. The target lesion was proximal to distal rca and the proximal to mid lad (aha1~3, 6 and 6-7). The proximal to distal rca lesion was a chronic total occlusion, but there is no further lesion information available. There is no lesion information regarding the lad. During the index procedure, three cypher stents (sizes and lot numbers unknown) were implanted in the proximal to distal rca. There is no further information available regarding this procedure. Two days later, pci was conducted to treat the proximal to mid lad. The 4th cypher (size and lot unknown) was implanted in the proximal lad and the 5th cypher (size and lot unknown) was implanted in the mid lad. There is no further information available regarding this procedure. Medications prescribed at discharge were unknown. Approximately six years later, pci was conducted to treat a lesion in the proximal circumflex (aha 11) with the implantation of a non-cordis des (nobori: 2.75/18mm). It was unknown if the new lesion in the proximal circumflex was within 5mm of the cypher stent implanted in the proximal lad. The patency of the cypher stents at this procedure was unknown but no re-pci in the target lesions was reported. Four days after this procedure, the patient experienced decreases in blood pressure and then died due to cardiac arrest at midnight. The patient had been infected with mrsa and mrsa sepsis. Ischemic electrocardiogram changes or elevated cardiac enzymes were not observed. An autopsy was conducted and no thrombus was observed. Additional information received indicated the following: that the patient's index procedure was due to an acute anteroseptal myocardial infarction (ami). Balloon angioplasty was performed at this time to the mid left anterior descending (lad target lesion. No target lesion information was available. Five (5) years later, the patient had a re-percutaneous coronary intervention (re-pci) due to an acute inferior wall mi. A 2.75 x 18 mm bare metal stent (bms) was implanted in the proximal right coronary artery (rca) target lesion. The proximal rca target lesion was reported to be: de novo, and a 99% stenosis. The residual stenosis post-procedure was 0%. Balloon angioplasty (poba) was performed to the posterolateral branch during this procedure. The posterolateral branch target lesion was reported to be a de novo lesion. Approximately seven years after the patient's index procedure, the patient developed chest pain during hemodialysis and coronary angiography was performed. The patient had a total occlusion of the proximal to distal rca. A total of three (3) cypher stents were implanted: a 3.0 x 23 mm, a 3.0 x 18 mm, and a 2.5 x 23 mm. The residual stenosis was 0%. No further procedural information was available. Two days later, the patient had a pci to the proximal and mid lad target lesions. Two (2) additional cypher stents were implanted: a 3.0 x 18 mm (cypher stent #4), and a 2.5 x 18 mm cypher stent #5). The post-procedure residual stenosis was 0%. No further procedural information was available. Approximately twelve years after the patient's index procedure, the patient was reported to be experiencing recurrent heart failure and also that during hemodialysis experienced decreased blood pressure. The patient's left ventricular ejection fraction (lvef)/function was reported to be reduced at this time from 60% to 40%. Coronary angiography was recommended at this time but the family declined. Approximately thirteen years after the patient's index procedure, coronary angiography was performed and three-vessel disease was identified. Two target lesions were treated. A xience 2.5 drug-eluting stent (des) was implanted in the proximal circumflex. The lesion was post-dilated and the residual stenosis was 0%. A xience 2.5 x 8 mm stent was implanted in the mid lad target lesion. The lesion was post-dilated and the residual stenosis was 0%. Six days later, coronary angiography was performed and a 75% restenosis of the cypher stent implanted in the proximal rca and a 90% restenosis of the cypher stent in the distal rca was noted. The restenotic lesions were treated by balloon angioplasty (poba) including a cutting balloon. Ivus was attempted but was unable to be advanced to the distal rca due to flexion. Ivus of the proximal rca indicated that the cypher 3.0 x 23 mm stent in the proximal rca was fractured. After balloon angioplasty, a xience 3.0 x 15 mm stent was implanted inside the cypher stent in the proximal rca. The stent was post-dilated and ivus was performed. The stent wall apposition was confirmed by ivus. Approximately two and one-half months after the last pci, the patient had surgery due to occlusion of the hemodialysis shunt in the left arm. The patient experienced loss of appetite after the surgery. Two days after the surgery, the patient developed shock and decreased consciousness ((B)(6) coma scale 300). The patient responded to verbal stimulation after rehydration therapy but was noted to have st-segment depression in the percordial leads over a broad area of myocardium. Nitroglycerin was administered without effect. Four hours later the patient experienced shock again which improved but ECG changes and chest pain continued. Two hours later, while being transported to the ccu unit, the patient developed shock again and cardiac enzyme elevation. The patient was diagnosed with an inferior wall ami. Coronary angiography was done and a 100% stenosis of the stents in the proximal rca was noted and occlusion of the conus branch. The xience stent in the proximal circumflex was 100% occluded. The patient developed shock again and an intra aortic balloon pump (iabp) was inserted. The patient was intubated. The patient developed a junctional heart rhythm and a temporary pacemaker was inserted. Balloon angioplasty of the proximal rca was done a 50% residual stenosis with timi 3 flow was noted. The physician was not able to access the posterolateral branch with a guidewire. There was no collateral circulation noted between the rca and proximal circumflex. The physician was not able to access the proximal circumflex lesion with a guidewire despite using a microcatheter. The blood flow was noted to be improved due to collateral circulation between the lad and circumflex. No further treatment to the proximal circumflex was attempted. A swan ganz catheter was inserted and the patient transported to ccu. The cause of the shock experienced by the patient was said to be due to two-vessel disease/occlusion. Two days later, the patient's hemodynamics had improved and the iabp was removed. Three days after removal of the iabp, coronary angiography was done and a 25% restenosis of the proximal rca, a 50% stenosis of the mid rca, a 99% occlusion of the arterioventricular branch, a 90% occlusion of the posterior descending branch, and total occlusion of the xience stent in the proximal circumflex was noted. The patient's lvef was 33.1%. The patient was noted to have grade four (4) mitral regurgitation. Two days later, the patient had another re-pci. A nobori 2.75 x 18 mm stent was implanted in the proximal circumflex. The residual stenosis was 0%. Fluid removal from the patient was performed to wean the patient from the ventilator. The day after the last re-pci, the patient had a fever of 39° c. (B)(6) was detected by blood culture and vegetation was noted on the tricuspid valve by echocardiography. Antibiotic therapy was started. During the night the patient developed shock/breathing difficulty. Blood transfusion and fluid replacement therapy was conducted. Dopamine/dobutamine were administered for blood pressure support. The patient was hemodynamically unstable. Two days later, a CT scan was done and confirmed hypoxic encephalopathy. The patient expired the next day. An autopsy was conducted and no thrombus was observed. The physician's comment was that the event was not related to the nobori stent. The products remain implanted in the patient and are thus not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. Stent fracture, restenosis, myocardial infarction and death are potential events associated with coronary artery stenting. While not observed in the pivotal clinical trials that supported the cypher stent PMA, stent fractures are uncommon events but have been observed in long stented segments including those in which overlapping stents have been used. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. In the cypher stent, they have been reported most often in certain lesion subgroups in which safety and effectiveness have not been established. Recently, ses fracture has been recognized as a new potential mechanism of restenosis. Possible disposing factors of stent fracture are long lesions with overlapping stents and coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. Review of the information available suggests that there are patient factors (advanced age, extensive cad, ef 33%, mitral regurgitation, mrsa complication) and possible vessel characteristics (long lesion) that may have contributed to the events. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
Additional information received indicated the following: that the patient's index procedure was due to an acute anteroseptal myocardial infarction (ami). Balloon angioplasty was performed at this time to the mid left anterior descending (lad target lesion. No target lesion information was available. Five (5) years later, the patient had a re-percutaneous coronary intervention (re-pci) due to an acute inferior wall mi. A 2.75 x 18 mm bare metal stent (bms) was implanted in the proximal right coronary artery (rca) target lesion. The proximal rca target lesion was reported to be: de novo, and a 99% stenosis. The residual stenosis post-procedure was 0%. Balloon angioplasty (poba) was performed to the posterolateral branch during this procedure. The posterolateral branch target lesion was reported to be a de novo lesion. Approximately seven years after the patient's index procedure, the patient developed chest pain during hemodialysis and coronary angiography was performed. The patient had a total occlusion of the proximal to distal rca. A total of three (3) cypher stents were implanted: a 3.0 x 23 mm, a 3.0 x 18 mm, and a 2.5 x 23 mm. The residual stenosis was 0%. No further procedural information was available. Two days later, the patient had a pci to the proximal and mid lad target lesions. Two (2) additional cypher stents were implanted: a 3.0 x 18 mm (cypher stent #4), and a 2.5 x 18 mm cypher stent #5). The post-procedure residual stenosis was 0%. No further procedural information was available. Approximately twelve years after the patient's index procedure, the patient was reported to be experiencing recurrent heart failure and also that during hemodialysis experienced decreased blood pressure. The patient's left ventricular ejection fraction (lvef)/function was reported to be reduced at this time from 60% to 40%. Coronary angiography was recommended at this time but the family declined. Approximately thirteen years after the patient's index procedure, coronary angiography was performed and three-vessel disease was identified. Two target lesions were treated. A xience 2.5 drug-eluting stent (des) was implanted in the proximal circumflex. The lesion was post-dilated and the residual stenosis was 0%. A xience 2.5 x 8 mm stent was implanted in the mid lad target lesion. The lesion was post-dilated and the residual stenosis was 0%. Six days later, coronary angiography was performed and a 75% restenosis of the cypher stent implanted in the proximal rca and a 90% restenosis of the cypher stent in the distal rca was noted. The restenotic lesions were treated by balloon angioplasty (poba) including a cutting balloon. Ivus was attempted but was unable to be advanced to the distal rca due to flexion. Ivus of the proximal rca indicated that the cypher 3.0 x 23 mm stent in the proximal rca was fractured. After balloon angioplasty, a xience 3.0 x 15 mm stent was implanted inside the cypher stent in the proximal rca. The stent was post-dilated and ivu was performed. The stent wall apposition was confirmed by ivus. Approximately two and one-half months after the last pci, the patient had surgery due to occlusion of the hemodialysis shunt in the left arm. The patient experienced loss of appetite after the surgery. Two days after the surgery, the patient developed shock and decreased consciousness (B)(6). The patient responded to verbal stimulation after rehydration therapy but was noted to have st-segment depression in the precordial leads over a broad area of myocardium. Nitroglycerin was administered without effect. Four hours later, the patient experienced shock again which improved but ECG changes and chest pain continued. Two hours later, while being transported to the ccu unit, the patient developed shock again and cardiac enzyme elevation. The patient was diagnosed with an inferior wall ami. Coronary angiography was done and a 100% stenosis of the stents in the proximal rca was noted and occlusion of the conus branch. The xience stent in the proximal circumflex was 100% occluded. The patient developed shock again and an intra aortic balloon pump (iabp) was inserted. The patient was intubated. The patient developed a junctional heart rhythm and a temporary pacemaker was inserted. Balloon angioplasty of the proximal rca was done a 50% residual stenosis with timi 3 flow was noted. The physician was not able to access the posterolateral branch with a guidewire. There was no collateral circulation noted between the rca and proximal circumflex. The physician was not able to access the proximal circumflex lesion with a guidewire despite using a microcatheter. The blood flow was noted to be improved due to collateral circulation between the lad and circumflex. No further treatment to the proximal circumflex was attempted. A swan ganz catheter was inserted and the patient transported to ccu. The cause of the shock experienced by the patient was said to be due to two-vessel disease/occlusion. Two days later, the patient's hemodynamics had improved and the iabp was removed. Three days after removal of the iabp, coronary angiography was done and a 25% restenosis of the proximal rca, a 50% stenosis of the mid rca, a 99% occlusion of the arterioventricular branch, a 90% occlusion of the posterior descending branch, and total occlusion of the xience stent in the proximal circumflex was noted. The patient's lvef was 33.1%. The patient was noted to have grade four (4) mitral regurgitation. Two days later, the patient had another re-pci. A nobori 2.75 x 18 mm stent was implanted in the proximal circumflex. The residual stenosis was 0%. Fluid removal from the patient was performed to wean the patient from the ventilator. The day after the last re-pci, the patient had a fever of 39° c. (B)(6) was detected by blood culture and vegetation was noted on the tricuspid valve by echocardiography. Antibiotic therapy was started. During the night the patient developed shock/breathing difficulty. Blood transfusion and fluid replacement therapy was conducted. Dopamine/dobutamine were administered for blood pressure support. The patient was hemodynamically unstable. Two days later, a CT scan was done and confirmed hypoxic encephalopathy. The patient expired the next day. An autopsy was conducted and no thrombus was observed. The physician's comment was that the event was not related to the nobori stent. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.